Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip got caught in the chordae, resulting in tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips were implanted. The third clip delivery system (cds 90116u156) was advanced to the mitral valve and grasping was attempted, however, the clip got stuck in the chordae. Troubleshooting was performed and the clip jumped back into the atrium. The clip was freed from the chordae; however, a chordal rupture occurred. The third clip was implanted, partially treating the chordal rupture. Three clips were implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to remove from this lot. All available information was investigated and the reported difficult to remove the clip delivery system appears to be due to the user technique/procedural circumstances as difficulty was noted removing the device from the anatomy due to chordae entanglement. However, the reported tissue damage (chordal rupture) appears to be due to procedural circumstances of difficulty removing the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.